Event description:
The user facility reported that steris 40 sterilant concentrate was used to process devices in their system 1 processor when they ran out of steris 20 sterilant concentrate. Steris 40 sterilant concentrate is designed for use exclusively in the system 1e processor and is not for use in the system 1 processor.

Manufacturer narrative:
Steris informed the user facility that devices cannot be guaranteed as sterile unless processed in accordance with system 1 instructions for processing and use and encouraged the facility to follow its internal policies and procedures in regards to patient notifications, if any. Steris makes no claim of sterile efficacy when processing instructions are not followed. S40 sterilant concentrate is a single use chemistry labeled exclusively for use in the system 1e processor as stated in product labeling. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Containers of s40 sterilant concentrate are clearly labeled "not for use in the system 1 processor." The user facility received in-service training on (B)(6) 2011, on the proper use of the system 1 processor including the sterilant that should be used with the processor.